Event description:
As reported, during a robotic inguinal hernia repair, it was found that the 3dmax mid mesh was not woven properly in a certain spot causing a knot. As reported, the procedure was completed by using another 3dmax mid mesh. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusions can be made as review of the returned sample is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in february 2022. Addendum: this is an addendum to the initial MDR submitted, to document the sample evaluation results. Sample evaluation finds no visible contamination on the mesh. There are tears/frays noted in the edge seal of the mesh and the area in question of the reported "knot" is an area where the mesh weave has been stretched/pulled with no separation of the material. It was determined that, condition may have originated during knitting manufacturing process. Based on the sample evaluation and investigation performed, the root cause is determined to be a manufacturing generated condition. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time, no conclusions can be made as review of the returned sample is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 466 units released for distribution in february 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic inguinal hernia repair, it was found that the 3dmax mid mesh was not woven properly in a certain spot causing a knot. As reported, the procedure was completed by using another 3dmax mid mesh. There was no reported patient injury.